Event description:
Customer reported an issue with the pump display, specifically a pixel problem, which affected their ability to interact with the pump and read the screen. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer was informed about the replacement and will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. Support confirmed the shipping address, instructed the customer to allow the battery to deplete before transport, and advised returning the problematic pump within 10 days using a pre-paid label and return box.